Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. Insulin pump received with cracked case at the display window corner minor scratches on lcd window, scratched reservoir tube window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed during prime and insulin was squirt out of the tubing. Customer is unable to exit the preparing to prime loop. Blood glucose value was 32 mmol/l. Nothing further reported.